Event description:
It was reported that the catheter leaked at exit site one week post insertion. The line was removed and discarded.

Manufacturer narrative:
The device has not been returned to the manufacturer for eval. A chr of lot # huuh0422 showed one other similar product complaint(s) from this lot number. (B)(4).